Event description:
Potential for injury associated with the tilt actuator not being able to withstand weight after end user heard a popping sound on the tdxsp-cg power chair. This event could cause the user to become stranded in a reclined position.